Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet (single leaflet device attachment-slda). It was reported, that on (B)(6) 2015, the patient with degenerative mitral regurgitation, underwent a procedure with implantation of one mitraclip, reducing the mitral regurgitation (mr) grade from 4 to 1-2. Reportedly, leaflet insertion was good; however, after deployment of the clip, the clip detached from the fragile posterior mitral leaflet and remained attached to the anterior leaflet. The mr went back to 4. Two additional clips were implanted, one medial and one lateral. Post implantation, the first implanted clip was stable and the mr grade was reduced from 4 to 2-3. The patient was stable postoperatively. According to the physician the reason for the single leaflet device attachment (slda) was a fragile posterior mitral leaflet. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for slda leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/ procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no previous incidents reported for single leaflet device attachment (slda) from this lot. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided stated that the clip was implanted directly medial of a cleft in the valve and immediately after deployment it was observed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet and the mr returned to a grade of 4. There were no difficulties with visualization and there were no issues while performing the leaflet assessment. Additionally, it was reported that in the physicians opinion the fragile posterior leaflet was the reason for the slda. Based on the information reviewed, the reported slda appears to be related to procedural conditions, as the cleft in the valve and fragile posterior leaflet likely contributed to the clip detaching from the posterior leaflet. There does not appear to be any evidence of a quality deficiency associated with this device. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances, as two additional mitraclips were successfully implanted, stabilizing the first clip and reducing the mr to a grade of 2-3. Based on the information reviewed, there is no indication of a product deficiency.